Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) : the full lead was returned and analyzed. Analysis results revealed that there were no anomalies found. Blood/body fluid was present on the proximal conductor.

Event description:
It was reported that lead was defective. Follow-up attempts were unable to obtain additional specific information on the patient or the lead. No patient complications have been reported.